Event description:
It was reported that there was t-wave oversensing and the patient was pacing "slow". The device was reprogrammed to address this issue. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.